Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: major bleed/vascular dissection/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via the femoral artery to support the 84 year old female admitted in with known coronary artery disease and undergoing a high risk percutaneous coronary intervention (hrpci). The cp was placed and allowed for the hrpci and was explanted. Upon the explant of the pump there was difficulty in achievement of hemostasis, as both perclose and angioseal were used to close the arteriotomy. The patient post explant and groin closure developed a retroperitoneal bleed, from a vascular dissection, with a drop in hemoglobin levels. There was no surgical intervention but, blood products were infused back to the patient.